Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited one singular high threshold measurement six months prior. A current in-office test resulted in a normal threshold measurement. The lead remains in use. No patient complications have been reported as a result of this event.